Event description:
The customer reported that the image disappeared after connection (poor image quality) during an inspection for use involving an olympus video system center. There was no patient injury reported.

Manufacturer narrative:
Customer name- (B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.